Event description:
The customer stated that the cell-dyn sapphire waste fluid spilled out of the fluid tank when the tank was full. The waste sensor did not detect the full waste tank. No exposure or injuries were reported. No impact to user safety or patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.